Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. Unit had cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Advised to discontinue use of the insulin pump. No additional information was provided.